Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia. It was reported that the patient underwent the following procedures: on (B)(6) 2009 the patient underwent lysis of adhesions, cystotomy, peritoneal biopsy, excisional biopsy of right vulvar lesion and laser treatment of left vulvar condyloma. On (B)(6) 2010 the patient underwent cystoscopy with bladder neck collagen injections to treat stress urinary incontinence. On (B)(6) 2012 and (B)(6) 2012 the patient underwent interstim implants due to urinary frequency with urge incontinence. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 08/01/2016.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with tvh, due to menorrhagia, dysmenorrhea and sui. It was reported that patient underwent a diagnostic laparoscopy with lysis of adhesions, cystotomy and peritoneal biopsies, excisional biopsy of the right vulvar lesion and laser treatment of left vulvar condyloma on (B)(6) 2009, due to pelvic pain, right vulvar lesion with severe dysplasia, left vulvar condyloma. It was reported that patient underwent bladder neck collagen injection on (B)(6) 2009 & (B)(6) 2010; excision of cyst and bladder neck collagen injection on (B)(6) 2009 due to sui. It was reported that patient underwent stage 1 interstim implantation on (B)(6) 2012 due to sui. It was reported that patient underwent stage 2 interstim implantation on (B)(6) 2012, due to sui. No additional information was provided.